Event description:
The customer contacted spacelabs healthcare to request a service repair for a qube bedside monitor that had the following issue: everytime the command module is pressed in, the vitals would disappear. The customer also reported that they observed that a portion of the module connection appeared to have burnt/dark marks. The unit was received by spacelabs and the technician stated that the device would not boot up due to a faulty cpu pcba. The device was repaired and returned to the customer.